Event description:
It was reported that during procedure the lead's helix could not be fixed after it was rotated many times. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.